Manufacturer narrative:
Correction: d4 lot, serial #, gtin h6 device code, clinical code, health impact code. This device has been deemed concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation.

Event description:
The manufacturer received a report from the national joint registry that contains unpublished collected data on the usage and the outcomes with the tornier shoulder system. The report details analysis provided for procedures performed between (B)(6)2012 ¿ (B)(6) 2022. During the review of the report, it was identified that on (B)(6) 2017 a patient required revision surgery due to periprosthetic fracture. This was a total conversion to hemi, this event was not previously reported to the manufacturer.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s under 510k k131231. The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. H3 other text : device not available.

Event description:
The manufacturer received a report from the national joint registry that contains unpublished collected data on the usage and the outcomes with the tornier shoulder system. The report details analysis provided for procedures performed between (B)(6) 2012 ¿(B)(6) 2022. During the review of the report, it was identified that on (B)(6) 2017 a patient required revision surgery due to periprosthetic fracture. This was a total conversion to hemi, this event was not previously reported to the manufacturer.